Event description:
The customer contacted baxter's service center regarding a system error (se), which occurred on the homechoice (hc) during dwell 4 of 5. The technical service representative (tsr) informed the home patient (hp) of the error meaning. The hp had already cleared the alarm. Per the troubleshooting performed by the tsr, the hp reported that they were connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The hc was ready for next therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.